Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (39-69 mg/dl). Glucose tablets and energy bars were consumed to address the low bg. It was believed that the low bg may have been due to overcorrection as the customer was eating out a lot and was unsure of how many carbohydrates were in the food. The customer also thought that the low bg may be due to over-exercising. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.